Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 8-september-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse cleaned the test cup pickup assembly and removed the test cups. All errors cleared and the aia-2000st instrument is operational. No further action is required by field service. The most probable cause for this event is jammed test cups in the pickup assembly.

Event description:
On (B)(6) 2015, a customer reported error4111 test cup tiplane home detection failure on the aia-2000st instrument. The customer heard grinding noises but did not observe any dropped cups. The customer also reported error 2151 hybrid arm/transfer cup error. An all set home corrected this error. The customer is unable to run patient samples on fsh, prl and lhii. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, prl and lhii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.